Manufacturer narrative:
Pump received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 66 mg/dl at the time of the call. The customer stated that the device may have been exposed to the heat. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.